Manufacturer narrative:
(B)(4).

Event description:
Information was subsequently received that a revision procedure was performed to reposition the ra lead. Additionally, shock testing was performed to test the integrity of the rv lead. Testing exhibited shock impedance measurements of 41 and 43 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. It was noted that high shock impedance measurements have been observed in triad configuration after a right atrial (ra) lead revision for an unrelated event about a month ago. Reportedly, the distal part of the old ra lead was surgically abandoned in the superior vena cava (svc) near the proximal coil. The shock vector was reprogrammed rv coil to can to exclude the proximal coil and shock impedance measurements stabilized at around 60 ohms even during pocket manipulation and isometric maneuvers. An early follow up revealed no out-of-range measurements and an x-ray revealed no macroscopic issues. Hence, no revision was planned at the moment. No adverse patient effects were reported. The device and rv lead remain in service.